Event description:
It was reported that the bd prn adapter broke and leaked a small amount of fluid. The following information was provided by the initial reporter, translated from chinese to english: the prn was broke spontaneously and a small amount of fluid extravasated.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1070564. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd prn adapter broke and leaked a small amount of fluid. The following information was provided by the initial reporter, translated from chinese to english: the prn was broke spontaneously and a small amount of fluid extravasated.